Event description:
During t2 ph extraction, the surgeon used extraction rod (cat# 18060353) by mistake. After that he used universal rod (cat# 18060113), but the threads on the nail were already broken and the universal rod could not be attached to the nail. He extracted the nail by pliers forcibly.

Manufacturer narrative:
Device not returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device is not available.